Event description:
A pt reported, their humidifier overheated and caused a burning sensation in their mouth and throat.

Manufacturer narrative:
On (B)(4) 2009, the complaint unit was rec'd at resmed corp located in (B)(4). The humidifier was functionally tested and found to be performing to spec.